Event description:
Infusion pump set to deliver 10cc/hr. Flow compromised, alarm sounding continuously. Air vent pricked with needle to improve flow - solution began leaking from air vent port. IV stopped. Investigation found pump latch mechanism failed to open the slide valve which prevented infusion flow. Pump cont'd to display normal functioning on display panel; showed delivered volume between alarms in the absence of any flow. Long interval (7 minutes in adult pump, 55 minutes in peds. Pump) for pump to recognize line obstruction and to sound alarm.